Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and silicone tubing of a peritoneal dialysis (pd) transfer set. It was further described as the patient "pulled the tubing of the transfer set causing the disconnection". This occurred during an unspecified process step of pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a separation between the patient connector and the tubing. The reported condition was verified. The direct cause of the condition could not be determined; however, the connection between the patient connector and silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.